Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an implant pocket infection and vegetation was noted on the pacemaker leads. On (B)(6) 2020, the pacemaker system was explanted. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-01966, 2017865-2020-01967.